Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to flattened buttons dome switch. No unlocked lcd keypad connector was noted. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 227 mg/dl. The customer stated that the buttons on the pump are not working properly. The customer stated that the buttons are hard to push and sometimes the buttons do not do anything. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.